Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported material rupture and patient effect cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. Factors that may contribute to balloon material rupture include, but are not limited to, material damage, inflation technique, interactions with other devices or interaction with lesion calcification and tortuosity. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported material rupture (balloon). The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure performed was to treat moderately tortuous, left anterior descending coronary artery that is 70% stenosed. The vessel was not predilated. A 2.50x18 xience alpine drug-eluting stent (des) balloon was inflated at 11-14 atmospheres when the balloon ruptured, causing a dissection. A new xience alpine was used to treat the dissection. There was no adverse patient sequela and no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.